Event description:
It was reported that the device was stuck on the red download screen, and requests device to be update to 1.6. Per reporter, there was a transient error that created a system fault. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the issue. It was determined that the root cause was due to the device being stuck on the software update screen. The software was redownloaded to address the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.